Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin@home transmission. Upon review of the electrogram, the implantable cardiac monitor (icm) exhibited undersensing. During in-person interrogation, undersensing was noted and programming changes were made. The icm will continue to be monitored. The patient did not experience an adverse event.